Event description:
While on a patient the ventilator failed. The unit was swapped out and no patient injury occurred. Alarms and messages indicated air supply pressure too low. Ventilator setting unknown. The unit's air gas module was replaced and the unit is operating within specifications after calibration and functional check.